Event description:
Pt reported obtaining back-to-back blood glucose results over five years ago of 300 mg/dl on her meter and 60 mg/dl on a professional meter, on her advantage system (meter serial # unk, strip lot unk with exp date unk). The pt called her dr when she obtained a bg result of hi and he instructed her to take regular insulin and go to the ER. When she arrived at the ER she felt hypoglycemic, they tested her glucose at 60 mg/dl and treated her with juice and food. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod, but the strips are no longer available for return and replacement prod was shipped.

Manufacturer narrative:
The suspect prod is the comfort curve strip. The incident happened over five yrs earlier and the strips are not available for return.